Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, ectatic lesion in the mid right coronary artery with mild calcification, a 3.0x33 mm rx xience xpedition stent was implanted. During post check angiography, a dissection at the distal end of the stent was noted. Another xience xpedition stent was implanted to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.